Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device powers off after two (2) minutes. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed a scratch on the screen, but it does not appear to affect the functionality of the device. During evaluation the unit was able to power on, however, it powered off within a few seconds and a 10-beep alarm occurred continuously. With this condition, the unit was unable to engage in monitoring due to a defective component on the system board. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.